Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer stated that the sensor reading was much lower than his blood glucose reading, causing the insulin pump to suspend. The customer's blood glucose was 160 mg/dl, and the sensor reading was 61 mg/dl. The threshold suspend limit was set to 65 mg/dl. On another occasion, the customer's blood glucose was 199 mg/dl, compared with the sensor reading of 86 mg/dl. The customer also noted that the insulin pump alerted calibration error intermittently. He stated that he did not calibrate the sensor 3 to 4 times a day and was advised to set up a schedule to calibrate the sensor. He was advised to reconnect the old sensor and calibrate when prompted, ensuring to allow at least one hour between his last meal and bolus to the time he would need to calibrate.